Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen screen. Problem isolated to the motherboard. Unable to confirm the alarm due to the frozen display.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.